Manufacturer narrative:
Patient samples were not returned for investigation. Previous in-house testing of retained lot w50009 was performed by product support. One out of 30 device lots yielded a tni result of >0.10ng/ml. All other whole blood test results were <0.10ng/ml. This passes manufacturer's specifications. Sample specific interferences cannot be ruled out. As of (B)(4) 2012, there are a total of 5 complaints against sob lot w50009. This device lot was recalled due to potential product performance issues.

Event description:
Caller reported discrepant troponin (tni) results on the triage profiler sob for patients tested between (B)(6) 2012. In that time, four different patients had tni >0.05. (Results below) patients were sent to the emergency room where tnt was tested and found to be negative. No procedures were performed based on the triage results.